Event description:
It was reported that during the use of the product, air was leaking from the anesthesia circuit. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and pictures were received for evaluation. Visual and functional testing were performed. In the pictures, it was observed that the component had a tear. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the unit. It was seen that the wye component had a crack. Relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities. All procedures are being carried appropriate. The reported issue was confirmed. The most probable root cause is that the component was damaged once it left the manufacturing facility. UDI is unknown. Operator of device is unknown. Manufacturing site address is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.